Event description:
In 2005, the device was set to deliver a solution of rotassium at rate of 25 ml/hr in piggyback mode. Reportedly, the 50% of 100ml bag was emptied in 2 minutes. A nurse started saline to flush the pt. No pt injury was reported.